Event description:
This valve was explanted due to pannus and thrombus. According to the op report, the pt presented with a "clotted" leaflet that limited pt's physical capacity on exertion. Pt was placed on "high-dose" anticoagulation and prepared for valve replacement. At explant, one of the leaflets was observed to be "clotted"; however, the other leaflet was "working fine". There was pannus ingrowth underneath the valve that was noted to have "probably contributed to the thrombus formation". The valve was replaced with sjm 21aj-501.